Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was explanted due to "complication." It is unknown what the complication was. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint was not confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There were no related deviations. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no related complaints for this order number were received to date. No product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. No product deficiency was identified. Manufacturer received device on may 12, 2016. Device available for evaluation - yes, returned to manufacturer on may 12, 2016 device returned to manufacturer ¿ yes. All pertinent information available to abbott medical optics has been submitted.